Manufacturer narrative:
The ventilator was evaluated by ventec where the reported issue of it being unable to maintain peep (positive end expiratory pressure) and having low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
It was reported to ventec that the device needed service. During the device evaluation, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.